Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass procedure, at the first firing with a blue magazine the first two centimeters of the staple line were incomplete, unformed staples, the rest of the staple line was ok. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).